Event description:
It was reported that this right atrial (ra) lead was explanted after approximately eight months of being implanted due to an unknown product performance issue. Further information was requested. No additional adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of perforation and failure to capture.

Event description:
It was reported that this right atrial (ra) lead was explanted after approximately eight months of being implanted due to an unknown product performance issue. Further information was provided indicating the lead exhibited failure to capture and under fluoroscopy it appeared to be a micro-perforation. No additional adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted after approximately eight months of being implanted due to an unknown product performance issue. Further information was provided indicating the lead exhibited failure to capture and under fluoroscopy it appeared to be a micro-perforation. No additional adverse patient effects were reported. The lead was returned for analysis.